Event description:
It was reported that intermittently, insulin drips were not observed and insulin ¿spit out¿ of the cartridge tubing and the insulin "retract back into the cartridge" during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections. Customer¿s blood glucose level was 279 mg/dl..

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.